Event description:
It was reported that during a vats procedure the har23 was used to remove a mediastinal tumour. The har23 and monopolar device were used to dissect on the mediastinal tissue and the pericardium tissue. About 3 and a half hours into the surgery, dissection was still ongoing with the har23. As the har23 was used to dissect on the mediastinal tissue, a big blood spurter was encountered on a blood vessel branch. Surgeon proceeded to use the jaw of the har23 to clamp on the bleeder while waiting for the nursing team to prepare the surgical clips. The clamp of the har23 was applied for a few minutes. After the clips were prepared, surgeon had removed the clamp of the har23 and attempted to clip on the bleeder. However, due to the surgical challenge of limited space and obstructed surgical field view due to the blood, the clip could not be effectively applied. Surgeon then made decision to convert the case to open. An open thoracotomy incision was made to gain access the location of the bleeder and secure it. Patient¿s blood pressure had dropped significantly. Attempts made to secure the bleeder was difficult. Blood was transfused to the patient. After awhile of attempting to secure the bleeder, it appeared that the bleeder was secured, and hemostasis had been achieved. However, another injury/tear occurred at a location adjacent to the initial bleeder. This too caused profuse bleeding and the tear was widening. Attempts were still being made to secure the bleeder. Re-bleeding occurred as repair intervention was attempted. At this point, patient was put under a cardiopulmonary bypass using the heart-lung machine. As the case was still ongoing to secure the bleeder, decision was made to create a sternotomy to better gain access to the bleeder site. As incision was being made to create the sternotomy, it was apparent that the patient would not be able to survive, and patient had subsequently died on table. Closure of the skin incisions were then performed. The location of the vessel rupture was identified by the team to be the superior vena cava. Total surgical time elapsed was approximately 10 hours. Surgeon did not attribute this incident to the har23 device.

Manufacturer narrative:
(B)(4). Batch #: p9ac2u. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there an alleged deficiency with the device that caused or contributed to the initial bleeding that occurred during the dissection of the mediastinal tissue? Was the har23 used to only dissect the mediastinal tissue or was it used on the vessel where the initial bleeding occurred? Were the jaws of har23 utilized for only clamping the vessel during the initial bleeding or was it energized while the clips were being prepared? Is the surgeon interested in speaking with ethicon medical and engineering staff? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2022. Additional information was requested and the following was obtained: 1. Was there an alleged deficiency with the device that caused or contributed to the initial bleeding that occurred during the dissection of the mediastinal tissue? Ans: no alleged deficiency was suspected with the device. 2. Was the har23 used to only dissect the mediastinal tissue or was it used on the vessel where the initial bleeding occurred? Ans: the har23 was used primarily to dissect on mediastinal tissue, and the vessel was unexpectedly encountered. It was likely the vessel was obscurely embedded in the mediastinal tissue, hence leading to bleeding when it was encountered. 3. Were the jaws of har23 utilized for only clamping the vessel during the initial bleeding or was it energized while the clips were being prepared? Ans: the har23 was energized momentarily for a few seconds (around 3-5 seconds or so) with the min button. The har23 was used for clamping the vessel for majority of the time. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.